Event description:
On (B)(6) 2012, the lay user/ patient contacted lifescan (lfs) alleging the test strips were missing from her onetouch verio iq meter starter kit. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began on the morning of (B)(6) 2012. It is not known how the patient manages her diabetes or if changes were made to her usual diabetes management routine. Prior to the alleged issue, the patient claims she felt a symptom of shaky. The patient denied receiving medical treatment. The patient confirmed the closure seal on the packaging was intact prior to opening. Replacement test strips were sent to the patient. Based on the information provided, there is no indication that the product caused or contributed to a serious injury. The patient's symptom started before the reported issue first occurred. There was no indication that the patient's symptom deteriorated since the patient did not receive any form of medical intervention after the product issue occurred. However, this complaint is being reported because the alleged product issue remained unresolved.